Event description:
Pt having a percutaneous transluminal coronary arteriogram, while attempting to cross a circumflex coronary artery lesion, a 2.5 mm giant? Stent became dislodged proximally onto the balloon shaft. It became evident later on cine film review that the stent was left undeployed in the proximal circumflex coronary artery. The pt had calcification. By 3/20 the stent could not be seen in the coronary. Migration into the pelvic area. The pt is not expected to have any further embolic or myocardial deterioration from this event. Pt recovered without any further complications and was discharged to home 3/23/97.